Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site could work with the system; only touch was not working. The mouse and keyboard had no issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4), ubd: 01-jan-2050, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor was not working correctly; no touch was possible. The monitor cable was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon monitor touch screen was not working. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the returned cable was in good condition and passed a continuity test with no opens or shorts detected. No problem was found. If information is provided in the future, a supplemental report will be issued.